Manufacturer narrative:
(B)(4). Device history record review: one complaint received for this symptom code on this lot/batch. Sample analysis: no sample was returned for evaluation. Conclusion: the reported complaint is unconfirmed. Event data to be trended per quality data analysis procedure.

Event description:
A nurse states she was training her patient on the liberty cycler. While in fill 1 the nurse by passed in order to complete the cycle because she wanted to show patient the treatment summary phase screen. When cycler instructed to remove the cassette, the nurse opened the cassette door and fluid began to leak. The nurse reported that she could not find the location of the leak. There is no sample. There is no report of patient ill effect.